Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The 10 events were reported for this quarter. The 9 devices were received for evaluation. The 1 device was not available to stryker for evaluation. The 9 events were confirmed during testing. The 3 devices were found to be affected by corrosion. The 4 devices were found to be affected by compromised lubrication. The 1 device was found to be affected by a fractured component. The 1 device was found to be affected by fibers and compromised lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 10 malfunction events, in which the device overheated. The 7 events had no patient involvement; no patient impact. The 3 events had patient involvement; no patient impact.